Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent debranch endovascular treatment using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath for an aortic arch aneurysm. The planned access route was the right femoral artery, but the physician mistakenly inserted the sheath from the right superficial femoral artery. However, the procedure was continued without being noticed about the mistake. After all procedures were completed and the sheath was removed, dissection at the site of sheath insertion was revealed by abnormal blood pressure, and the site of the sheath insertion was found to be the right superficial femoral artery, not the right femoral artery. Replacement of the dissected part was performed for repair. The physician reportedly stated as below: a young, inexperienced physician performed the insertion part of the procedure, and made a mistake in the insertion site.